Manufacturer narrative:
Reliability analysis evaluated 1 opened/used polyfin set. Analysis performed a hand prime using a new lab reservoir. Diluent had flowed through the polyfin and out the catheter tip. The polyfin set passed per inspection. No occluded anomalies found during analysis.

Event description:
The customer called to report his frustration with the polyfin infusion set and complained that he could not push air through it. The customer's blood glucose reading was 406 mg/dl. The customer declined to troubleshoot. The customer was informed that the helpline was not trained on infusion sets that were not current. The customer was sent out sample sensors and infusion sets to try. The customer returned the polyfin infusion set for analysis.